Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak testing, and microscopic examination of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the smooth high profile xtra 790cc returned device. Leak testing was performed, in accordance with mentor procedures, and it identified a tear on the posterior view, measuring approximately 0.3 cm. In addition, no other tears were detected during the analysis. A microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, a microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Health effect - clinical code e2402: chest injury. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 32-year-old caucasian female patient underwent a breast augmentation revision with mentor memorygel xtra breast implants 790cc and experienced rupture on the left side and bilateral displeasing implant mobility post-operatively, which was confirmed during a physical exam. The patient was reportedly involved in a car accident which may have caused or contributed to the event. As a result, the patient underwent bilateral capsulorrhaphy with device removal and replacement on the left side on (B)(6), 2023. This report is for the left breast prosthesis.